Event description:
Procedure: low anterior resection. According to the reporter: device was not used in patient. The tech loaded the radial reload on the idrive powered stapler and the reload would not close. The tech removed the reload then re-attached to the idrive and still would not close. Another radial reload was opened and worked properly. No patient injury/hazard. No unanticipated tissue loss. No unanticipated extension of incision. No delay over 30 minutes. No device fragment fell in patient cavity.

Manufacturer narrative:
(B)(4).